Event description:
It was reported that the pictures on the 9800 system are dark and grainy and the auto options keeps going off. It was also noted that the manual option is not working as expected. Another system was used to complete the case. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.